Event description:
It was reported that the colonovideoscope displayed scope communication error e227. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e238(scope communication error) occurs. A root cause could not be identified. Based on the results of the investigation, it is likely due to corrosion on endoscope connector, the screen displayed scope communication errors e227 and e238. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.